Manufacturer narrative:
Visual analysis of the versiva 200 laser fiber showed there was a 1.2 mm of exposed tip remaining and the pattern on the tip face was consistent with burn-back. The black strain relief boot was present and in place and the black strain relief showed no evidence of heat damage or melting. There was no damage to the fiber face within the "sub miniature a" (sma) connector. The fiber was broken but not detached (kinked) 6.25 inches from the black strain relief. Therefore, functional examination could not be performed. Per the complainant, the fiber broke when being removed from the scope. No part of the fiber broke inside the patient. The most probable root cause for this event was determined to be "handling damage" since the break occurred outside the patient.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a versiva 200 laser fiber, the fiber burned out. The laser settings were "1 and 6" using a semi rigid scope. Additional details of the event will not be forthcoming.